Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty in 2010. Subsequently, the patient was revised on (B)(6) 2015 due to luxation. The acetabular liner and modular head were revised. During the revision, the surgeon tried to insert a constrained liner into the previously implanted cup, but it would not engage. A standard acetabular liner was used to complete the revision procedure.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to luxation. The acetabular liner and modular head were revised. During the revision, the surgeon tried to insert a constrained liner into the previously implanted cup, but it would not engage. A standard acetabular liner was used to complete the revision procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.